Event description:
It was reported that during a deployment of the endovascular stent graft, the device made a loud "popping" noise, and the stent graft jumped 4cm, completely inside a stent graft that had just been implanted. Another stent graft was then implanted in the target site without incident. There was no report of injury to the pt.

Manufacturer narrative:
The stent graft remains implanted. The lot history records have been received with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.